Event description:
A 4.0 supramid loop suture was requested. Box stated sterile unless open or damaged. Upon looking at the package insert, I found info stating the lot number was also expiration date, which meant the suture were outdated. Dr was notified and acknowledged he received the info. Dr stated the pt is absolutely fine. Diagnosis or reason for use: laceration right hand.